Event description:
There was an allegation of questionable gen.2 ise indirect for na, k, and cl results for 1 patient sample on a cobas 6000 c501 module. The initial na result was 104 mmol/l, the initial k result was 2.41 mmol/l, and the initial cl result was 144.2 mmol/l. The sample was repeated and the repeat na result was 139 mmol/l, the repeat k result was 4.31 mmol/l, and the repeat cl result was 103.4 mmol/l. The sample was repeated again and the na result was 138 mmol/l, the k result was 4.30 mmol/l, and the cl result was 102.9 mmol/l. No questionable results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the fluidics and found that an o-ring was missing. The o-ring was replaced and an ise check was performed successfully. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.